Event description:
During a procedure in 2008, the physician gained access via a dialysis graft on a female patient. A venogram revealed a stenosis in a preexisting stent in the svc. The physician tracked an atb balloon over another manufacturer's wire guide and inflated it in the stent. After a short period of time, the physician attempted to deflate the balloon without success. The physician had asked others for suggestions on how to deflate the balloon. It was suggested to insert a small gauge wire guide through the inflation lumen of the catheter. After inserting approximately 10cm of the wire, contrast began to exit the back of the hub. The balloon subsequently deflated. The patient sustained no injury.

Manufacturer narrative:
The complaint device was returned in an opened and used condition. During our examination we were not able to detect any deficiency in the condition and/or performance of balloon catheter. Our quality control department verifies the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied and visually confirms the shaft material is free of other surface imperfections 100% for this device prior to further processing. They also verify the lumen patency of the device. An information for use booklet is provided with this product that recommends to prepare balloon lumen with standard contrast-saline mixture by filling a syringe of appropriate size with 1:1 mixture of contrast medium and normal saline prior to use. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.